Manufacturer narrative:
On january 22, 2025, mentor was notified that explantation date occurred on (B)(6) 2025. Date of explantation: (B)(6) 2025. On january 23, 2025, mentor became aware that the patient underwent bilateral removal and replacement with 350cc mentor memorygel xtra breast implants during the revision surgery. On february 06, 2025, the mentor analysis lab received the suspect medical device for evaluation. On february 10, 2025, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. During visual evaluation no apparent damage or visual anomalies were observed on the breast implant device. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: capsular contracture. Date of explantation: on (B)(6) 2025. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of a 350cc mentor memorygel xtra breast implant prosthesis. Post-operatively, the patient experienced left nipple pain and bilateral breast discomfort. During a physical exam with a medical professional, she was diagnosed with bilateral baker grade iii capsular contracture as she was noted to have bilateral breast implant bottoming out with lateral displacement. Additionally, the strattice support mesh in each breast was out of place and could be felt. As a result, the patient was scheduled for bilateral breast implant removal and replacement on (B)(6) 2025. This report is for the right breast prosthesis.